Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. The patient had seizure and was it was suspected that this device exhibited pacing inhibition which resulted in ventricular fibrillation (vf). The patient was then paced externally. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to be returned for analysis.

Manufacturer narrative:
This report contains additional information in section b2 outcomes attrib to adv event, b5 describe event or problem, h6 patient codes and h6 impact codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. The patient had seizure and was it was suspected that this device exhibited pacing inhibition which resulted in ventricular fibrillation (vf). The patient was then paced externally. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to be returned for analysis. Additional information received from boston scientific representative stated that the patient did not have ventricular fibrillation (vf). The patient had ventricular stand still due to pacing inhibition.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, section h6 patient codes and h6 device codes. This report contains additional information in section a1 patient identifier. This report contains additional information in section b2 outcomes attrib to adv event, b5 describe event or problem, h6 patient codes and h6 impact codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. The patient had seizure and was it was suspected that this device exhibited pacing inhibition which resulted in ventricular fibrillation (vf). The patient was then paced externally. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. Additional information received from boston scientific representative stated that the patient did not have ventricular fibrillation (vf). The patient had ventricular stand still due to pacing inhibition and had to be paced on external defibrillator during asystole. No adverse patient effects were reported. The device was returned and is currently undergoing detailed analysis. A supplemental report will be provided upon completion of analysis.

Manufacturer narrative:
This report contains additional information in section a1 patient identifier. This report contains additional information in section b2 outcomes attrib to adv event, b5 describe event or problem, h6 patient codes and h6 impact codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. The patient had seizure and was it was suspected that this device exhibited pacing inhibition which resulted in ventricular fibrillation (vf). The patient was then paced externally. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to be returned for analysis. Additional information received from boston scientific representative stated that the patient did not have ventricular fibrillation (vf). The patient had ventricular stand still due to pacing inhibition.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. The patient had seizure and was it was suspected that this device exhibited pacing inhibition which resulted in ventricular fibrillation (vf). The patient was then paced externally. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. Additional information received from boston scientific representative stated that the patient did not have ventricular fibrillation (vf). The patient had ventricular stand still due to pacing inhibition and had to be paced on external defibrillator during asystole. No adverse patient effects were reported. The device was returned and is currently undergoing detailed analysis. A supplemental report will be provided upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. This report contains additional information in section b5 describe event or problem, section h6 patient codes and h6 device codes. This report contains additional information in section a1 patient identifier. This report contains additional information in section b2 outcomes attrib to adv event, b5 describe event or problem, h6 patient codes and h6 impact codes.